Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was not returned to aomori olympus. Therefore, the condition of the device could not be confirmed. There is a label on the product indicates that the product is not sterilized. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: - IFU warns against this event as follows: ¿this instrument was not sterilized before shipment. Before using this instrument for the first time, reprocess it according to the instructions in chapter 4,¿reprocessing¿. After using this instrument, reprocess and store it according to the instructions in chapter 4, ¿reprocessing¿ and chapter 5, ¿storage¿. Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage or reduce performance.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that after opening the package for the first use of the subject device, the following event occurred. The device was used without reprocessing. There was no patient injury reported.